Manufacturer narrative:
The investigation determined that reproducible, higher and lower than expected vitros ckmb and lower than expected vitros psa quality control results were obtained from non-vitros biorad quality control fluids (lots 29840 and 40900) when using vitros ckmb reagent lot 2160 and vitros psa reagent lot 3500 on a vitros 5600 integrated system. The investigation concluded the most likely assignable cause of the event was instrument related. Multiple assays were affected, and acceptable performance was obtained for the same assays using the same control fluids on an alternate vitros instrument on site. In addition, multiple vitros troponin I es precision test results were outside of acceptable guidelines after an ortho field engineer performed service to the vitros 5600 system. Acceptable performance was obtained after the ortho field engineer replaced the micro-immunoassay metering probe, tip stripper, and reagent metering proboscis, and performed a full luminometer calibration, and recalibration of all microwell assays. In addition, during the timeframe of the event, the vitros universal wash reagent (uwr) fluid bottle was empty on two occasions, and the customer stated he manually primed the uwr reservoir bottle instead of allowing the instrument to auto-prime the system. A user error issue related to the uwr fluids system was suspected, where the customer may have filled the reservoir bottle with some liquid other than uwr, however, this could not be confirmed. The most likely assignable cause of this event was concluded to be an instrument issue.

Event description:
A customer observed higher and lower than expected vitros ckmb and lower than expected vitros psa quality control results obtained from non-vitros biorad quality control fluids (lots 29840 and 40900) while using vitros ckmb reagent lot 2160 and vitros psa reagent lot 3500 on a vitros 5600 integrated system. Vitros ckmb. Biorad l1 lot 29840 results of 26.65, 29.64, 28.27, and 24.90 ng/ml vs the expected result of 1.905 ng/ml. Biorad l2 lot 29840 results of 0.441 and 0.220 ng/ml vs the expected result of 9.970 ng/ml. Biorad l3 lot 29840 results of 0.655 and 0.718 ng/ml vs the expected result of 48.90 ng/ml. Vitros psa. Biorad l2 lot 40900 result of 0.861 ng/ml vs the expected result of 2.408 ng/ml. Biorad l3 lot 40900 results of 1.301 ng/ml vs the expected result of 13.79 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. Patient samples were not tested during the timeframe of the event while quality control results were outside of expected ranges. There was no allegation of actual patient harm as a result of this event. (B)(4).